Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, it was reported that the patient's dexcom app showed sensor error around 3 pm sometime after the sensor was put on the abdomen. At 4:15pm the bg was 120mg/dl and 157mg/dl. The patient took 0.5 unit of insulin. Sometime later, she passed out. Emergency medical services (ems) were notified. The behavior of the dexcom app during that time was not described. No mention of egv, alerts, or alarms, nor if the sensor was still showing sensor error. She was administered with IV fluids in the emergency department (ed). She regained consciousness around 6pm and was discharged around 11:30pm. After, the bg was 200 mg/dl. No mention of treatment for rebound hyperglycemia. She was setup with phone appointment with a nurse weekly ever since. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.